Manufacturer narrative:
The ventilator was investigated by our field service engineer. The user interface was replaced and upon testing, the ventilator passed all safety and functional tests and was cleared for clinical use. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment and are included as part of the "mr environment agreement". According to received information, the ventilator was moved too close to the MRI scanner without the brakes locked. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
It was reported that the ventilator became magnetically attracted to an MRI scanner. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacture date was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.